Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The pt stated that they had been having issues on their device. Pt mentioned they had to charge the ins everyday and it completely runs out. Pt said the ins had been switching to no stimulation. Pt mentioned it had been going on for a long time. Pt mentioned that within the last month or last 2 weeks they were suffering from extreme insomnia and they turn off the stimulation so not to wake up but figured that it was actually off. Agent reviewed ins charging and pt confirmed they charged the ins this morning around 8am but not it was showing controller battery at 100% and ins dropped to 60%. Pt was using group b with 4.0 intensity. Pt increased intensity as they were in pain. Agent redirected patient to their health care provider and provided nas number to reach out to a manufacturer representative (rep) to check their programming.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.